Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis.the reported clip opening when establishing final arm angle (efaa) was not confirmed as no issues were noted during testing. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contribute to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted as per instructions for use (IFU) states that, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use did not contribute to the reported issue. All available information was investigated and a definitive cause for the reported clip open ¿ establish final arm angle (efaa) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d6: clip was not implanted.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure performed to treat tricuspid regurgitation (tr), the first clip was implanted successfully. A second clip delivery system (cds) was advanced to the tricuspid valve; however, final arm angle could not be established, and the clip opened while locked. The clip was not implanted and was removed. Another clip was implanted, reducing tr. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.